Event description:
It was reported that the patient underwent a gynecological procedure to treat sui on (B)(6) 2009 and mesh was implanted. The patient continued to experience pain, dysuria, dyspareunia, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2012 due to migration of mesh and erosion with exposure on the right side of the introitus. No additional information was provided.